Manufacturer narrative:
The steris technician inspected the washer and found that one of the hoses near the mixing valve assembly was disconnected. The technician also observed other small leaks. The technician repaired the washer, ran a test cycle and confirmed the washer to be operational. No further issues have been reported.

Event description:
The user facility reported that water was leaking from their reliance endoscope processing system. No injuries or procedural delay/cancellations were reported.